Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient with significant history of ocular surface and corneal disease was implanted with a light adjustable lens+ (lal+, sn (B)(6), +22.5d) on (B)(6) 2023. Approximately 15 months later on 2/7/2025, the lal+ was explanted due to the patient dissatisfaction with vision. Another lal+ (sn (B)(6), +22.5d) was implanted as a replacement.